Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for thoracoabdominal aortic aneurysm using gore® excluder® thoracoabdominal branch endoprosthesis (tambe). Gore® excluder® aaa endoprosthesis, gore® excluder® iliac branch endoprosthesis (ibe), and gore® viabahn® vbx balloon expandable endoprosthesis were concomitantly implanted. After all the planned devices were deployed, a type b aortic dissection was found. An angiography revealed that there was an entry tear just distal to the left subclavian artery and the dissection prevented the full expansion of the tambe device. To fix the dissection, gore® tag® conformable thoracic stent graft with active control system (ctag ac) was implanted. The first ctag ac was placed from zone 2 to cover the entry, resulting in full expansion of the tambe. The second ctag ac was then placed to bridge the proximal ctag ac to the tambe device. A left subclavian-right subclavian artery bypass was constructed and the origin of the left subclavian artery was plug-embolized. The patient tolerated the procedure. On the same day, the patient developed paraplegia. Cerebrospinal fluid drainage was performed at the time of this report. The reporting physician commented as follows: intraoperative catheter manipulation likely to have caused the dissection. Reportedly, the devices that may have caused the entry tear of the aortic dissection are an angiographic catheter or a 0.014-inch guidewire; it is highly unlikely that gore devices caused it.